Event description:
It was reported that a user experienced bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, resulting in signal loss to the ilet while blood glucose values remained unaffected and without alerts or alarms. No adverse clinical symptoms reported. Outcomes included no impact to health and no need for medical intervention. User support included remote troubleshooting and user education, which involved toggling the settings, restarting the ilet, and advising the user on pairing time. Investigation of this case revealed a communication issue consistent with intermittent bluetooth pairing difficulties between the cgm and the ilet, with no evidence of sensor or pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device communication disruption related to bluetooth connectivity.

Manufacturer narrative:
Initial.